Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. During the course of the investigation, it was found that the pump delivered above the +/- 5% range generally considered non-reportable by mmdg. The pump's condition was attributed to the pump being in need of standard calibration and maintenance. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
The initial reporter stated: "over infused medication." During follow-up, the reporter declined to provide any additional information. (B)(4).